Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944-58 implantable tachy lead, (B)(6) 2009; 4574 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned, analyzed and no anomalies were found. Product performance information was also received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. The weely battery voltage trend data show minumum battery was 3.097 to 3.037 volts between (B)(6) 2012 and (B)(6) 2013 is before device recommended replacement time <(><<)>=2.6251 volt.

Event description:
It was reported that the rv coil and scv coil impedances on the right ventricular lead were high. The device was also noted to have decreased longevity. Both the lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the rv coil and scv coil impedances on the right ventricular lead were high. The device was also noted to have decreased longevity. Both the lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.